Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. Hardware performance may have contributed to this event; however, the primary failure mode could not be determined. Prior to the arrival of the beckman coulter field service engineer (fse), the customer replaced the ise (ion-selective electrode) tubing. The fse also replaced the mix motor, printer circuit board and sample probe which resolved the issue. (B)(4).

Event description:
The customer reported low sodium patient results were generated on the laboratory¿s au680 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. The quality control (qc) recovered within the laboratory¿s established ranges at the time of the event. The customer provided data for four patient samples.